Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty insulated gate bi-polar transistor on the bridge board. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that three successful shocks were delivered to a male pt, however, on the fourth attempt to deliver a shock the device displayed a "bridge test fail" message. Complainant did not indicate that there was an adverse effect to the pt due to the reported malfunction.